Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni. There are warnings in the package insert that state that this type of event can occur: under warnings, number 10 states, "the surgeon is to be thoroughly familiar with the implants, instruments and surgical technique prior to performing surgery. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01272 / 01916).

Event description:
During a total hip revision, there was difficulty in removing the metal acetabular liner from the acetabular cup which caused a 2 hour delay in the procedure.